Event description:
Customer reported receiving a failed battery test on the insulin pump after a battery change. Customer also mentioned a blank display despite having a new battery cap. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.